Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was provided. Reportedly, the intraoperative capsule damage did not result in any adverse impact. The ahmed glaucoma valve was implanted on (B)(6) 2019 as a result of increasing iop. According to the surgeon, there was no causal relationship between iop increasing and the stent.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Capsular bag tear and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Capsular bag tear and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a post-market clinical study. Reportedly, a capsular damage occurred during a left eye trabecular micro bypass stent procedure. Per report, there was no device-related issues. Postoperatively, the patient¿s iop continued to increase and an ahmed glaucoma valve was implanted subsequently. According to the surgeon, there was no causal relationship between elevated iop and the stent. Any omitted information was not available at the time of this report. Additional information is being requested.

Manufacturer narrative:
MFR# reference: (B)(4). Further review of received information found the reported event was also captured under MFR# reference (B)(4), medwatch# 2032546-2020-00097.